Manufacturer narrative:
Eval summary: no abnormalities noted on explanted head device. Bearing surface in good condition. Clinical notes received after explant. Pt fell 2 months prior to revision. X-rays requested but not yet received.

Event description:
Revision surgery, 1 year after implantation, due to femoral loosening.